Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles inside of the device, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. Wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a called to report a left side deflation. The device remains implanted.